Event description:
Attorney reported: in 2007 - the pt was implanted with composix kugel mesh patch. In 2008 - the pt was presented to the hospital with severe abdominal pain. The pt underwent surgery and it was discovered that the ring of the mesh patch had fractured. The mesh was explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.